Event description:
It was reported that prior to injection with a bd ultra-fine¿ insulin syringe the plunger fell out. The following information was provided by the initial reporter, translated from chinese to english: at 9:00 on (B)(6). 2021, when the nurse was allocating ridaxian injection for the patient, it was found that the drawplug inside the syringe came out spontaneously, almost causing drug waste. The nurse used a new syringe to extract the drugs in the tube in time to complete the injection for the patient.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0280971. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that prior to injection with a bd ultra-fine¿ insulin syringe the plunger fell out. The following information was provided by the initial reporter, translated from chinese to english: at 9:00 on (B)(6) 2021, when the nurse was allocating ridaxian injection for the patient, it was found that the drawplug inside the syringe came out spontaneously, almost causing drug waste. The nurse used a new syringe to extract the drugs in the tube in time to complete the injection for the patient.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.